Manufacturer narrative:
(B)(4). Evaluation: results: (myocardial infarction).

Event description:
Pt presented with stable angina. The pt rec'd two endeavor sprint stents to the proximal clx (MFR 2953200-2011-00058). It was reported that an mi occurred one day post stent implant (peri-procedural mi). Event was identified by the clinical events committee and deemed to be consistent with an mi. Mi was categorized as a non q wave mi, in the territory of the target vessel. No further details are available. Pt was asymptomatic at 30 day, 6 month, 1 year, 1.5 year and 2 year f/u stages.